Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on october 5, 2020. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with an unknown mentor saline prosthesis experienced right sided deflation post procedure. The patient noted the deflation visibly roughly a year ago. The deflation was later confirmed by a physician. As a result, an explant was performed on (B)(6) 2020.